Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with noisy motor and intermittent oscillate button. Cause of noisy motor is a corroded motor/gearbox. Cause of intermittent button failure is a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. The complaint was confirmed and the root cause of motor noise and sticky button has been determined to be corrosion. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee surgery the motor drive unit buttons were sticky. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that this unit had oscillate button unresponsive at times which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.